Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow-up in clinic, rv lead did not show any capture while performing threshold test. Lead dislodgement was noted on x-ray. Lead re-positioning was unsuccessful so the lead was explanted and replaced successfully. Patient's condition was stable and was discharged from clinic.